Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue. The device history record shows the product was released per specifications. Only a cassette with the drain bag attached was returned for evaluation. No obvious defects were observed during inspection. A full internal pressure leak test was performed utilizing an external pressure source and no leakage was detected. The presence of fluid leaking from the cassette was not confirmed. The cassette passed functional and performance testing. After a thorough investigation of this complaint, it has been determined that this sample met specifications; therefore, no corrective action is required at this time. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the cassette leaked during priming phase. There was no patient harm. A product sample was received at the manufacturing site and it is awaiting evaluation.

Manufacturer narrative:
(B)(4).